Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was depleting quicker than anticipated. The health care professional (hcp) noted that this device had eight years remaining battery longevity and depleted a year and a half in a span of one year. In addition, the patient was presented in atrial fibrillation (af). Boston scientific technical services (ts) reviewed device data and discussed that the most likely cause was the persistent af. A data analysis also determined that the device exhibited high rate atrial sensing which can cause an increase in power consumption. Device reprogramming was then advised. To date, this device remains in service. No adverse patient effects were reported.